Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Other: na.